Event description:
It was reported that after an initial bunion surgery; all hardware was removed on (B)(6) 2026 due to nonunion and irritation. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery; all hardware was removed on (B)(6) 2026 due to nonunion and irritation. The surgeon stated the patient was not compliant with her post-op instructions, didn't show up to some of the follow up appointments, and that the initial surgery was approximately two years ago. The patient is approximately 50 years old, and the date of birth is unknown. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformance's for possible kits utilized in surgery were reviewed and no non-conformance's or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined based on the available information and without the return of the device. However, it is possible the patient's non-compliance contributed to what was reported. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same removal surgery were reported in 3011623994-2026-00152, and 3011623994-2026-00153.